Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 889-33, lot# va0ax75, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the patient¿s device stopped working. The device had been acting up for a week or 2, but the stimulation actually stopped about 2 days ago. The patient used the programmer and confirmed that the stimulation was on. The patient tried to increase the stimulation until they reached the upper limit and they did not feel stimulation. The patient had no falls or trauma. The patient was told to use program 2 and was having a hard time getting in touch with their health care provider (hcp). No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.